Event description:
Patient single chamber ICD explanted due to artifact. Suspect early eri. Patient underwent a previous medtronic single-chamber ICD implant with sprint fidelis lead which was recently extracted and replaced with a 6947 sprint quattro lead. Device interrogation demonstrates a charge time of 6.8 seconds, battery status of 3.1 volts, sensing r-waves of 10.3 millivolts, pacing threshold is 1 volt at 0.5 milliseconds, and right ventricular lead impedance 568 ohms. Shock lead impedance is 53 ohms on the svc coil, 64 ohms on the rv coil. Since previous interrogation at the time of implant, she has had more than 200 episodes of nonsustained ventricular tachycardia and 1 episode of ventricular fibrillation. Review of the intracardiac electrograms demonstrates noise on the ventricular sensing ring sensing consistent with either lead fracture or possibly a loose setscrew at the connection of the lead to the generator on the pacing coil. She has not had any antitachycardia pacing therapy and no ICD shocks delivered.